Manufacturer narrative:
Additional medwatch forms associated with this incident are: MDR number; part number; 3025141-2012-00015; 70-0147; 3025141-2012-00016; 70-0229; 3025141-2012-00017; ca4140; 3025141-2012-00019; co-3200; 3025141-2012-00020; co-3220; 3025141-2012-00021; co-3260; 3025141-2012-00022; co-3320; 3025141-2012-00023; co-3380; 3025141-2012-00024; co-3400; 3025141-2012-00025; co-3400; 3025141-2012-00026; col-3120; 3025141-2012-00027; col-3120; 3025141-2012-00028; col-3160; 3025141-2012-00029; col-3180; 3025141-2012-00030; col3180; 3025141-2012-00031; col-3200; 3025141-2012-00032; col-3380; 3025141-2012-00033; ws-1607st; 3025141-2012-00034; ws-1607st; 3025141-2012-00035; ws-1607st.

Event description:
Patient allegedly rejecting implanted ankle plate and/or other implants.